Event description:
N/a

Manufacturer narrative:
Aware date updated : (B)(6) 2023.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was on standby, the alarm beeped by itself. When the power was off, an alarm sounded with a beep. No one touched the machine. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.